Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a patient was injected with an unspecified juvéderm® in the lips and "it sounds as though there was a vascular occlusion." A healthcare professional, who was not the injector, may have, "corrected the occlusion." No additional information was provided.